Event description:
It was reported that during a lobectomy procedure that one side of staple lines had unformed stapled at 3rd firing. It was completed by additional suture and another device. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.